Event description:
During the activation of the device the user was not able to detect any sound in the frequency range 500hz to 6000hz even when maximum stimulaton levels were used. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During the activation of the device the user was not able to detect any sound even when maximum stimulaton levels were used. Re-implantation may be considered.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However, to determine an exact root cause device investigation of the explanted device would be necessary. Re-implantation may be considered but no date has been scheduled yet.